Manufacturer narrative:
The reason for this revision surgery was to remedy a loose base plate after 4 months, 16 days in vivo. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main component listed in the complaint. A review of the product complaint report history showed there have been 6 prior complaints against this part number; no complaints with similar failure mode pertaining to "fixation, poor implant to bone". This is the first complaint from this lot. This investigation is limited in scope because the explanted products were not returned to djo surgical and a definitive root cause cannot be determined. It was reported the "glenoid failure was due to poor bone quality; the base plate was loose because the allograph did not take." There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - poor bone quality caused the glenoid base plate to become loose. The allograft did not take.